Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse was able to confirm the reported event via the error log, but was unable to duplicate the problem. Fse replaced the stator face assembly and the rotor seal. The customer was subsequently able to run, precision, calibration, and quality controls (qc) without issue. No further action was required by field service. The device was installed at the site on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2018 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed.

Event description:
The customer reported receiving the "101 pressure low" error with their g8 analyzer. The customer performed a drain flush and primed the reagents which increased the pressure, allowing them to run. The pressure that morning; however, remained at 1.4 megapascals (mpa) despite priming, and running a drain flush. The customer stated that the column had been recently been changed, and the current column count was 126, and filter count 126. The customer stated that the low pressure errors had occurred prior to the column being changed as well. The customer inspected the waste line and did not see any leakage or back up of waste. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
One injector valve stator face assembly and one rotor seal were returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. The injector valve stator face assembly and rotor seal failed functional testing. The reported event was duplicated. The most probable cause of the reported event was due to failure of injector valve stator face assembly and rotor seal. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number: e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number 15077506, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.